Manufacturer narrative:
Manufacturer's report date: 07/07/2010. (B)(4). During visual inspection of the internal components of the device, contamination of the occluder fingers was found, consistent with a fluid ingress condition. The pump was sent back unrepaired to the customer as requested.

Event description:
Customer sent in device with report of fluid ingress contamination. Customer indicated that no patient event had occurred.